Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with bleeding under the skin. The index procedure placed an unspecified taxus express2 stent in an unspecified location. The patient presented with bleeding under the skin at an unspecified time. Per the physician, the event was "unrelated" to the study stent but "definitely related" to the antiplatelet.